Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot # v038036, implanted: (B)(6) 2007, explanted: (B)(6) 2011, product type lead; product ID 3389s-40, lot # v050299, implanted: (B)(6)2007, explanted: (B)(6) 2011, product type lead; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 7436, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient. (B)(4).

Event description:
It was reported that a patient had their deep brain stimulation (dbs) system explanted in (B)(6) 2011 due to lead erosion through the scalp. Additional information was requested but not yet available at the time of this report.